Event description:
It was reported that non-sustained rv oversensing due to post-paced t wave oversensing was observed on stored egms. Programming changes were recommended.

Manufacturer narrative:
(B)(4). Device not returned.